Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that low level, high frequency noise that was inhibiting pacing due to possible myopotential oversensing was observed on the implantable cardioverter defibrillator. The noise was noticed on the electrocardiograms. The device was reprogrammed. The patient was asymptomatic and would continue to be monitored with routine follow-up.

Event description:
New information received on december 18, 2018 indicates that following the programming changes, the patient's device exhibited continuing episodes of oversensing which at this point is being attributed to diaphragmatic oversensing. The patient was stable.